Event description:
Case description: investigation result: name: novopen 5, batch number: pvgfm60. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Tresiba penfill 100u - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer comment: 14-jul-2025: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of tresiba penfill. H3 continued: evaluation summary: name: novopen 5, batch number: pvgfm60. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood sugar had risen [blood glucose increased]. Issue with the novopen 5 [device issue]. Still believed there was a quality issue with this novopen 5 [suspected product quality issue]. Case description: this serious spontaneous case from china was reported by a consumer as "blood sugar had risen (blood glucose increased)" with an unspecified onset date, "issue with the novopen 5 (device issue)" with an unspecified onset date, "still believed there was a quality issue with this novopen 5 (suspected product quality issue)" with an unspecified onset date, and concerned an elderly female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", tresiba penfill (insulin degludec 100 u/ml) from unknown start date for "product used for unknown indication". Patient's height, weight and body mass index were not reported. Medical history was not provided. There was a issue with novopen 5. After three days of injections, the patient discovered that there was actually no injection. On an unknown date, patient's blood glucose rose and patient was hospitalized (details of hospitalization were not reported). Patient believed there was a quality issue with this novopen 5. Batch numbers: novopen 5: pvgfm60. Tresiba penfill: not available. Action taken to novopen 5 was not reported. Action taken to tresiba penfill was not reported. The outcome for the event "blood sugar had risen (blood glucose increased)" was not reported. The outcome for the event "issue with the novopen 5 (device issue)" was not reported. The outcome for the event "still believed there was a quality issue with this novopen 5 (suspected product quality issue)" was not reported. No further information available. Reporter comment: patient stated that there were no problems with the product (tresiba penfill) and requested a replacement pen. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.